Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the pump did not circulate fluid; it was not functional. It was reported that care was not disrupted due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some minor scratches on cover otherwise the unit appears to be in good condition. Functional evaluation found that all the knobs and switches function properly and an electrical test found the unit within all test parameters. It was noticed that the pump was loose, and the hose clamps on both sides of the pump were adjusted all the way up, which is the loosest setting. The irrigation was still within specification. The complaint that the device ¿pump is not working¿ was not confirmed. Although the device pump was loose, it was confirmed that this could not affect the function of the pump. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure the pump did not circulate fluid; it was not functional. It was reported that care was not disrupted due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.